Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, the patient developed a coronary artery occlusion and expired. Per report, the native valve was severely calcified. During bav it could been seen that the calcification on the native leaflets was moving up. After bav the patient became unstable due to regurgitation. The movement of the calcification was a concern but due to the unstable situation of the patient, there was no option but to implant the valve. The implantation of the valve was no problem. On angio it was seen that the valve was in good position and working well and the patient seemed to be okay. However, about 30 seconds later, the patient crashed. Another angio was done and then it was seen that the calcification was occluding the left coronary artery. It was decided to put a wire and balloon in order to place a stent, however, the buildup of thrombus around the calcified area at the left coronary artery made it impossible to push the wire into the coronary artery. After 10min of resuscitation it was decided to stop and the patient died. The native annular diameter measured 25.4mmx28.3mm, with an area of 569mm by CT. There was severe annular calcification. The coronary occlusion was attributed to calcification that protruded towards the left coronary artery during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per report, the coronary occlusion was attributed to calcification that protruded towards the left coronary artery during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.